Event description:
A surgeon reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The target refraction was approximately -0.4 diopters, but the patient refracted to -2.50 diopters. Additional information was received from the surgeon who reported the patient had pre-existing macular drusen.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).